Event description:
Patient reported their blood glucose levels were between 300-400 mg/dl on the evening of 2005. Patient stated that when the emt's arrived they measured their blood glucose as "hi" on their meter ( which indicates >600 mg/dl). Patient was given a IV of unknown contents. Patient was admitted to the hospital for dka and kept in ICU for 2 days and then moved to a private room. Patient was still in the hospital at the time of the call.